Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description: it was reported that a revision surgery is planned on (B)(6)2024 by a french surgeon to replace a quantum tibial implant implanted on (B)(6) 2023, due to osteointegration issue. No patient injury reported. Additional information is to be collected and investigations are in progress.

Event description:
The quantum® total ankle prosthesis is indicated as a total ankle replacement in primary or revision surgery for patients with ankle joints damaged by severe rheumatoid, post-traumatic, or degenerative arthritis. The quantum® total ankle prosthesis is a fixed-bearing, semi-constraint ankle prothesis with 2 components and composed of: - a tibial component composed of a metallic (ta6v) tibial tray implant fixed to a polymer (uhwmpe) insert, - a metallic (cocr) talar implant reproducing the talus dome anatomy. When all components are implanted, with the insert rigidly locked to the tibial tray, the polyethylene insert acts as a single bearing along the talar dome, enabling flexion/extension and rotation movement at the replaced ankle joint. Each component of the quantum® total ankle prosthesis exists in different sizes and models. Event description: it was reported that a revision surgery is planned on (B)(6) 2024 by a french surgeon to replace a quantum tibial implant implanted on (B)(6) 2023, due to osseointegration issue. No patient injury reported. Customer complaint form was received on (B)(6) 2024 with the following updated description: « the first intention cemented tibial implant did not integrate. Date of initial surgery (B)(6) 2023. Taken back for replacement. Shin size 4 long straight m50 st141 » additional information requested and received on 13-dec-2024: "tibial implant cemented in first intention did not integrate. Date of initial surgery: (B)(6) 2023. Revision for replacement. Tibial implant cemented to compensate for insufficient primary stability of tibial implant due to patient's bone quality. Poor bone quality can only be observed during surgery. The surgeon used cement to complete the surgery during the first operation. Revision for replacement involves removing the insert and the initial tibial implant. A proximal recut is then made at the position of the tibial implant to redo the bone preparation (cross) and then re-implant a quantum tibial implant in a healthy bone zone. A thicker insert is then used to compensate for the tibial recut."

Manufacturer narrative:
Product analysis was performed and as per its conclusions, it is believed that the product design is not questioned with regards to the reported event of the (B)(4). Revision for replacement involves removing the insert and the initial tibial implant. A proximal recut is then made at the position of the tibial implant to redo the bone preparation (cross) and then re-implant a quantum tibial implant in a healthy bone zone. A thicker insert is then used to compensate for the tibial recut." As poor bone quality was noticed peroperatively and could not be anticipated, as reported by surgeon, and as a larger recut of the bone was done during revision, in order to have healthy bone for reimplantation procedure, it is believed that the reported event was not caused by the implant itself, but is more likely due to patient's condition and poor bone quality. IFU and surgical technique associated with quantum range of products were assessed and reviewed, and it is confirmed that the product was used as intended. In particular, it is confirmed that the quantum implant can be used in association with bone cement for its intended use. Also, the ifu028 revision 02 of 10/2022 mentions in § "3. Contraindications": " the quantum total ankle prosthesis is contraindicated for the following conditions: [...] Osteoporosis / osteopenia, [...], inadequate or insufficient quality of bone stock [...]" Meaning that the reported event is a known complication. Investigation of this complaint shows that: - no non-conformities were found on the batch used. - there is no visible degradation on the return product except of the bone cement in the coated tibial face. - bone cement well did polymerize and anchor onto the coating of the implant as expected - the product design is not questioned. - poor bone quality was noticed peroperatively. - insufficient quality of bone is mentioned as contraindications in the current IFU. The root cause of the event is patient related: poor bone quality.